Event description:
The essure device was inserted into the uterus/fallopian tube as directed. The thumbwheel was turned/retracted to a stop. The button was pressed to disengage the sheath/guidewire from the implantable essure, and did not audibly click as usual. When the thumbwheel was turned/retracted a second time to remove the stealth/guidewire, the patient was notably in discomfort and retraction was stopped. Visualization of the field saw the guidewire still attached. An instrument was used to removed as much wire and indetermined green-colored substance. Upon inspection of a new device, the green colored material is apparently from the sheath. Residual sheath material and guidewire are suspected to remain in the patient. Laparoscopy procedure to be followed up to view the area, and to complete the sterilization procedure via laparoscope. The MFR representative has been on site. Risk management has authorized release of the product to bayer for evaluation. Photos were taken of all materials and packaging. The green sheath material composition will be provided. All of lot number a78083 have been pulled from stock and will be replaced by a new lot number.